Event description:
Drug/diluent: unknown. Fill volume: 550 ml. Flow rate: 10ml/hr. Procedure: unknown. Cathplace: unknown. The painball infused 20% faster according to the doctor. The doctor reported that the pump ran 10 hours short. Patient contact. No adverse event. Date of event: unknown.

Manufacturer narrative:
Method: sample has not yet been received, but was reported to be available. Results: without the actual product, an analysis cannot be conducted. Product evaluation pending return of product. Conclusions: a follow-up report will be filed when investigation has been completed.